Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported failure to fully deflate and determined that this was due to a tear in the shaft, just distal of the midlap seal. Further assessment has determined that this issue is potentially related to the manufacture of the device. Root cause analysis is being conducted per internal operating procedures. Based on the investigation performed, it was concluded that this is an isolated incident. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the previously filed medwatch report, it was confirmed that the device was withdrawn partially inflated.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the coronary artery. The nc trek rx 5.0 x 12 mm balloon dilatation catheter was difficult to deflate. After several attempts to deflate the device completely, it was removed as a single unit together with the sheath and the guiding catheter from the patient's anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.